Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, a penumbra system 3max reperfusion catheter (3maxc) broke into two pieces while being loaded over a wire on the back table. The damage to the 3maxc occurred prior to use and was therefore not used in the procedure. The procedure was completed using a new 3maxc.

Manufacturer narrative:
Results: the 3maxc was fractured approximately 48.5 cm from the hub. The device had bends approximately 16.5 cm and 143.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a fractured device. If the device is forcefully advanced against resistance, the device may bend and become fractured. The device was unable to be functionally tested and the guidewire used in the procedure was not returned for evaluation. The root cause of the resistance could not be determined. Further evaluation revealed bends along the device. These bends were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.